Event description:
It was reported that at time of routine device change out, the right ventricular (rv) lead experienced no pacing when the left ventricular (lv) lead was removed from the device for changeout. An rv threshold issue was suspected. Both rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.